Manufacturer narrative:
Part: 03.130.010. Synthes lot: 9836614. Supplier lot: n/a. Release to warehouse date: september 08, 2015. Expiration date: n/a. Manufactured by synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the star drive scrwdrvr shft/t4 50 mm/self-retaining/hxc was received showing the distal star drive tip stripped and slightly twisted in the direction of resistance from insertion. No other issues were identified with the returned components of the device. Functional inspection: functional testing could not be completed as only the screwdriver was returned; no mating devices were received for evaluation. The replication of the complaint condition is indeterminate. However, due to the condition of the screwdriver tip, the deformation impacts the functionality of the screwdriver to mate. Conclusion: the stripped and twisted condition of the driver tip is a potential end of life indicator of the screwdriver. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal phalanx fix on (B)(6) 2019, the star drive screwdriver shaft wouldn¿t retain screws. The device was switched with another from the set, and the procedure continued. Procedure was completed successfully with no delay. There was no patient consequence reported. Upon manufacturer receipt and investigation, it was determined that the device was stripped and twisted. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown) this report is for a star drive screwdriver shaft. This is report 1 of 1 for (B)(4).